Event description:
The guide wire was stuck and unable to withdraw after pigtail catheter was sleeved through and advanced further into the abdominal cavity. When the physician pulled out the pigtail catheter together with the guide wire some part of the wire broke. Another guide wire from another set of pigtail catheter was opened for use. This went well without any problem. Patient is well.

Manufacturer narrative:
Event evaluation: still under investigation.